Manufacturer narrative:
Device passed displacement test and self test. Pump error confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had motor pic failed self test. The customer¿s blood glucose was 80 mg/dl at the time of incident. Customer was successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer performed self test and test was passed. The insulin pump will be returned for analysis.